Event description:
It was reported that the left ventricular (lv) lead exhibited high capture thresholds and phrenic nerve stimulation. The lead was reprogrammed and was then explanted and replaced. The patient was recovering.